Event description:
It was reported that in the itu during insertion into the female patient's subclavian vein, the swg bent and it was noted that there was reflux between the valves during injection of the physiological saline. The device was removed, and as a result, a new kit was opened and used to complete the procedure. There was a delay in treatment, however, it is unclear what harm, if any, was caused to the patient. No death or ther complications to the patient were reported as a result of this issue or occurrences.

Manufacturer narrative:
(B)(4).